Event description:
The patient reported he is unable to increase stimulation. The patient stated he has not used his scs system in approximately 6 or 7 years as he did not need the stimulation. The patient began to need stimulation, but was unable to increase stimulation. The sjm representative confirmed the issue. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.